Event description:
Contact lens associated infiltrative keratoconjunctivitis. Multiple corneal infiltrates with decreased vision, redness and pain. Dose or amount: drops, frequency: nightly, route: topical; dose or amount: contact lens, frequency: daily, route: topical. Dates of use: (B)(6) 2008. Event abated after use stopped: yes.